Manufacturer narrative:
(B)(4). This report if for use error - reuse of single-use product, where the home patient (hp) changed out the bag while being in therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for the unrelated alarm, the home patient (hp) changed out the solution bag in drain one cycle of the therapy, while the hp was connected. The technical service representative (tsr) explained that the setup was compromised and assisted the hp with ending the therapy. The tsr advised the hp to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.